Event description:
It was reported during implant follow up that the right ventricular lead exhibited a failure to allow the guidewire to advance. The lead was exchanged. The patient was stable and asymptomatic.